Event description:
The customer reported the generation of false low pediatric patient results for ise (ion selective electrodes) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided a verbal example of false results.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot over the phone. The failure mode was identified as partially clogged sample probe with red blood cells from patient sample. The customer replaced the sample probe which resolved the issue. No further issues were noted after part replacement. Customer was satisfied. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is case (B)(4) .